Event description:
It was reported in a scientific article that the patient experienced local infection at the generator site which resulted in interruption of vns therapy. No additional information was provided. Good faith attempts to obtain additional information has been unsuccessful. The cause of infection is unknown.

Manufacturer narrative:
Article reference: montavont, a, et al. "Efficacy of intermittent stimulation of the nervus vagus in non surgical pharmaco resistent epilepsy by adolescents and adults." Elsevier masson, rev neurol 2007; 163: 12, 1169-1177.